Event description:
During a remote follow-up, noise that resulted in over-sensing, increased pacing impedance, and decreased sensing variation were detected on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. No intervention is planned. The patient was stable and will continue to be monitored.